Manufacturer narrative:
Follow-up # 1 (07/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter's lcd cable/cable connector was found peeled off at pins 1, 27, 28, and 29. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k024194.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch induo meter had missing segments. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 11am. The patient manages his diabetes with insulin (self-adjuster); however, the patient denied taking any action in response to the alleged meter issue. According to the csr's documentation, the patient developed symptoms of sweating and confusion (symptoms the patient associated with low blood glucose) on (B)(6) 2011 at 7pm and also on (B)(6) 2011 (time not specified). At an unspecified date/time later, the patient indicated he followed his usual (unspecified) routine for treating his low blood glucose symptoms. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and that there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.